Event description:
Surgeon indicated possible infection, swelling and pain. However, additional information received (B)(4) 2014 from the sales rep did not confirm infection.

Manufacturer narrative:
An event regarding symptoms of pain and swelling leading to revision surgery for an unspecified reason involving a triathlon insert component was reported. The event was not confirmed. Device evaluation not performed as no items were returned. A device history review indicated that there have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time.

Event description:
Surgeon indicated possible infection, swelling and pain. However additional information received 1/27/2014 from the sales rep did not confirm infection.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-700, lot s7t7s, description: triathlon prim cem fxb bplt #7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.